Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found the helix was stretched consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the right ventricular (rv) placed, it was noted that the rv lead helix exhibited damage and bent. The rv lead was not used and replaced during the procedure. There were no patient consequences.